Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. As a result, pump personal profiles settings were erased and insulin delivery was suspended, leading to a high blood glucose (bg) level of 610 mg/dl with moderate ketones. High bg was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.